Event description:
It was reported that a dexcom g7 sensor was described as failed, after which the user successfully started a new sensor and was provided dexcom¿s contact information for replacement support. Symptoms included no reported adverse physiological effects. Outcomes included no interruption of therapy on the ilet and no need for medical attention. Investigation included complaint intake, user interview, and troubleshooting and education. Investigation of this case revealed no reproducible malfunction on the ilet and that the user¿s subsequent sensor session functioned as expected. It was concluded that the event was related to a transient sensor issue with the third-party cgm and that the ilet operated as designed.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.